Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "completely failed". There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up but no additional information was able to be obtained.